Event description:
It was reported that the patient experienced the following reaction during a PICC insertion procedure: once the tls guide wire was removed and the PICC line was flushed, patient reported tasting metal, then seeing stars, and obvious facial flushing was associated with them feeling hot. Shortly after there was c/o nausea, abdominal pain/cramping, 8/10 pain radiating into the lower back region. Entire reaction from start to finish lasted about 5 minutes. The vital signs were stable. O2 saturation levels dropped to 82% on room air. O2 was applied and stats elevated to 92% on 6lpm per np.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rexd0705 showed no other similar product complaint(s) from this lot number.